Event description:
From staff: snare disposable product malfunctioned during procedure. Patient was here for endoscopy procedure that required a snare. The snare did not open completely when deployed. Snare was sequestered and a new snare was opened to complete the procedure.